Event description:
Inbound pt reports leaking from cadd extension tubing lot #57x515, expiration: 12/15/2022. No further details provided. Diagnosis or reason for use: pph. Is the product compounded? No; is the product over-the-counter? No.